Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that the right receiver stimulator had migrated posterior and inferior compared to its original position. Revision surgery had been scheduled for (B)(6) 2024 but it was ultimately postpone to (B)(6) 2024.

Event description:
The user's mother reported that the right receiver/stimulator had migrated posteriorly and inferiorly compared to its original position. There was no known accident or trauma. Revision surgery was originally scheduled for (B)(6) 2024 but was postponed to (B)(6) 2024. However, the clinic canceled the revision surgery again upon observing that the receiver/stimulator appeared secure. However, the surgeon suspects the presence of fluid around the stimulator which made it feel like it was mobile and likely why the user's parents thought the position of the stimulator had moved posteriorly. A CT scan has been scheduled to confirm whether the array is still positioned correctly.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing felt mobile. Initially a revision surgery was planned, however, upon further investigation fluid could be felt around the implant likely due to a seroma in the surrounding tissue and pre-op checks revealed that the housing is stable. The revision surgery was canceled and diagnostic imaging is planned. The device remains implanted and in use.